Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump died on him and the screen was blank. The customer changed the batter twice, but the screen was still blank. The customer's blood glucose was 206 mg/dl. Troubleshooting was done. Advised the customer to insert a new aaa alkaline battery. The customer stated that the display did not return. Advised customer to remove battery for ten minutes, clean the battery compartment and cap, allow the battery contacts to dry, and insert a new aaa alkaline battery. The customer stated that the display did not return. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).